Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past month the pump has declared an alarm and stopped all insulin delivery. The customer was unable to remember what the message displayed said. The customer was able to successfully resume insulin following the alarms. The customer stated that there was no impact to their blood glucose level due to these alarms. It was also reported that on (B)(6) 2016 the pump unexpectedly shut off. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted by the shutdown (350 mg/dl). The customer delivered a manual injection. It was indicated that the customer would continue to use manual injections as insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.